Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced high blood glucose following a recent supply change, with sensor readings peaking at 416 mg/dl and remaining above 180 mg/dl for over three hours; the device issued sustained high-glucose alerts, and the user was instructed to change the infusion site and location, after which glucose trended down. Symptoms included thirst without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no hospitalization, with self-management supported by a caregiver. Investigation included customer service troubleshooting and user education. Investigation of this case revealed no observed abnormalities at the removed site and a suspected contribution from carbohydrate intake. It was concluded that the event was consistent with hyperglycemia with an unclear cause, with the device functioning as designed through alerting and user-guided corrective actions.